Event description:
The customer reported that the olympus evis exera iii video system center was presenting an e315 scope communication error with several different scopes during procedure preparation. According to the initial reporter, there was a 20 minute delay in the preparation for the procedure, but no delay to the actual procedure and no harm to the patient.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user report was confirmed. A damaged video connector was discovered, causing the reported error message. If additional information becomes available following device evaluation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, the cause of the e315 error and not recognizing the scope was a damaged video connector terminal. The root cause of why the terminal of the electrical contact inside the video connector was bent could not be identified. Olympus will continue to monitor field performance for this device.